Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported that implant ruptured. Device has been explanted. This relates to the left side.

Event description:
A patient reported they experienced the events of ¿implant was partially worn out and the capsule was completely removed¿, ¿silicone spread everywhere and was difficult to remove completely because it was so sticky¿, ¿capsular fibrosis¿, ¿axilla left: typical image of several lymph nodes enriched with silicone¿, and histology noted ¿large, rough capsule wall portion discarded due to fixation with adhering lobulated adipose tissue¿, ¿capsule parts with adherent, highly fibrous soft tissue with extensible, further representable¿, ¿adipose tissue necrosis with further powerful, sometimes granulomatous foreign body reaction with multiple multinucleated giant cells of the foreign body type¿, and ¿accompanying masses of foam cell aggregates¿.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Continued h.6. Patient code: 1876. Additional, changed, and/or corrected data: b.5., h.6. The events of lymphadenopathy, capsular contracture, necrosis and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
A patient reported they experienced the events of ¿implant was partially worn out and the capsule was completely removed¿, ¿silicone spread everywhere and was difficult to remove completely because it was so sticky¿, ¿capsular fibrosis¿, ¿axilla left: typical image of several lymph nodes enriched with silicone¿, and histology noted ¿large, rough capsule wall portion discarded due to fixation with adhering lobulated adipose tissue¿, ¿capsule parts with adherent, highly fibrous soft tissue with extensible, further representable¿, ¿adipose tissue necrosis with further powerful, sometimes granulomatous foreign body reaction with multiple multinucleated giant cells of the foreign body type¿, and ¿accompanying masses of foam cell aggregates¿.